Manufacturer narrative:
This report was sent in error the ultrasound image with stripes would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was observed that during reprocessing, the bronchofibervideoscope, had stripes on the ultrasound image. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.